Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they received a replacement and that resolved the issue. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/ pelvic floor. It was reported patient was having an problem with their device and was not sure if it was working. More information was received with patient needing troubleshooting assistance for their patient programmer as there was poor communication. Patient confirmed that the patient programmer was working because they just put in new batteries and that it was lighting up however their interstim device quit working. When they try to connect with the patient programmer, they would get the poor communication. Patient noted that they don't check their device all the time because it had worked so good but that they have had an issues now for probably a couple of weeks. Patient stated they didn't use an antenna so it was advised patient place the patient programmer right over the ins however that didn't resolve the poor communication. Patient mentioned they have already tried going into several different rooms and thought they were away from all sources of emi. Patient reported they could feel stimulation a little bit once in a while but that it was not like how it use to be. In the past they really noticed feeling stimulation when they connected to the patient programmer to adjust stimulation. But now that they have been paying attention they noticed they have not felt stimulation for a while and that the stimulation goes off once in a while. Moreover, they reported being in the hospital last week due to a real bad case of colitis in which the implant was supposed to be controlling. They got a CT scan done and was told that it didn't register however patient was not sure what they meant by not registering. Since patient was having poor communication, a replacement patient programmer was to be sent to patient to see if that would resolve the poor communication. Patient was redirected to their healthcare professional if issue did not resolve. No further complications were reported.